Manufacturer narrative:
The insulin pump was received with the battery cap metal contact separated from the battery cap and wedged in between the battery tube spring. Removed the metal contact, installed a test battery cap, and continued testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for several days and no unexpected heating up or hot to the touch noted. The pump was also received with scratched case, cracked select button keypad overlay, slightly stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was 247 mg/dl at the time of incident. The customer stated that the insulin pump started to get hot or overheat at the side of battery compartment. Customer called back to report that the insulin pump continued to be hot or warm or overheated after previous troubleshooting was completed. Advised the insulin pump will need to be replaced and to return both the insulin pump and battery. Advised to revert to their back up plan. The insulin pump will be returned for analysis.